Event description:
It was reported the customer requested service for the battery pins. There was no patient involvement.

Event description:
It was reported the customer requested service for the battery pins. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 8 was found bent.